Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Thirty to sixty seconds post release of the closure device, the implant shifted sitting sideways uncompressed in the ostium of the laa. A chest x-ray was performed the following day, and the closure device remained in the same position. No further intervention was performed.